Event description:
Boston scientific cardiac rhythm management (crm) received information that the monitoring voltage on this cardiac resynchronization therapy defibrillator (crt-d) was noted to be out of specification prior to implant. It was also noted that radio frequency (rf) telemetry was not able to be maintained on this device.